Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. A review of the event history log identified downstream occlusion messages. The device was found in specification in relation to the reported downstream occlusion, which was not reproduced during evaluation. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had persistent downstream occlusions with no occlusion present, starts alarming without connection (without tubing in the pump), alarms at low pressure and even at medium pressure setting. There was no known patient injury or medical intervention associated with this event. No additional information is available.